Event description:
The iab did not augment. When the iab was removed, a clot was noted on the catheter. There were no complications reported from the event. The pt went on to expire on 8/13/96. The iab was not returned to co for eval. The iab was discarded by the facility.